Event description:
Medtronic received a report that when the surgeon used coils to treat a posterior communicating artery aneurysm, when filling the second coil, the surgeon found that the coil was stuck at the end of the echelon microcatheter and could not be pushed or pulled back. After the microcatheter was pulled out of the body, the coil push rod was withdrawn and the coil was found to have stretched. There was catheter resistance in the distal section. There was no damage to the catheter or the coil. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing aneurysm coil embolization surgery for treatment of a saccular, ruptured posterior communicating artery aneurysm with a max diameter of 3 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 8f.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the spring coil failed to come out of the catheter and fell into the microcatheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).